Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was documented in an unpublished paper that there was a type 3 b endoleak reported. Several attempts to obtain additional information were made; however, no further information was received and no additional clinical sequelae were reported.